Manufacturer narrative:
Device evaluated by MFR: the pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error code occurred during aspiration. An angiojet® solent¿ omni catheter was selected for a popliteal superficial femoral artery (sfa) thrombectomy procedure. During the procedure, the catheter was primed and advanced to the right sfa to initiate thrombectomy. Thrombectomy was started and after 2-3 seconds a check saline supply message appeared on the console. The catheter was removed from the patient after several attempts were made to correct the situation. They attempted to prime the catheter again but received the same error message. The catheter was replaced with a different device and the procedure was completed. There were no patient complications reported and the patient's status was reported as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error code occurred during aspiration. An angiojet® solent¿ omni catheter was selected for a popliteal superficial femoral artery (sfa) thrombectomy procedure. During the procedure, the catheter was primed and advanced to the right sfa to initiate thrombectomy. Thrombectomy was started and after 2-3 seconds a check saline supply message appeared on the console. The catheter was removed from the patient after several attempts were made to correct the situation. They attempted to prime the catheter again but received the same error message. The catheter was replaced with a different device and the procedure was completed. There were no patient complications reported and the patient's status was reported as stable.